Manufacturer narrative:
Catalog #: a complete catalog # is unknown as serial number was not provided. Unique identifier (UDI#): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Device manufacture date: unknown as serial number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson vision has been submitted.

Event description:
It was reported that the pcb00 preloaded intraocular lens (iol) had a small horseshoe tear in the central zone of the lens. The tear was observed by surgeon after inserting the lens into the patient's operative eye. The lens was then removed and replaced with another pcboo iol in the same procedure. There was no patient injury. Patient was normal at discharge. No further information provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 12/6/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The sample was returned in a plastic bag, with no serial number documented. Trace of viscoelastic was observed. The intraocular lens (iol) was observed cut in two pieces. The condition of the returned sample was consistent with a product that was handled during surgery. Product quality deficiency or malfunction could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record could not be performed as a serial number was not provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.